Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break resulting in the reported high capture threshold measurements.

Event description:
It was reported that this right atrial (ra) lead was attempted at implant but not used due to high threshold measurements. A new lead was successfully implanted. No adverse patient effects were reported.